Manufacturer narrative:
The console was evaluated in the field on may 01, 2018: field service engineer (fse) confirmed error 641 on console; checked panel 1 of grange; chiller s/n was missing, re-entered chiller s/n which corrected the error. Problem was noted with the chiller; new chiller ordered. The repair of the console has not been completed.

Event description:
It has been reported that error 641 occurred during a photoselective vaporization of the prostate (pvp) surgical procedure. The procedure was not completed due to the malfunction of the laser. Patient outcome: stable reported.

Manufacturer narrative:
The console was repaired in the field on may 16, 2018: the chiller and all filters were replaced; sterile water and desiccant. The power was tested in application mode at 20, 30 and 40 watts coagulation and 80, 120 and 180 watts vaporization. Verified am beam and interlock functionality. Laser performs according to field specifications.